Manufacturer narrative:
Product investigation complete. Pump malfunction was reported. The device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The failure to cycle alleged could not be confirmed. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that while prepping an inflatable penile prosthesis (ipp) to be implanted on the patient, the pump was found to be malfunctioning. The pump would not fill, then after manipulating it for some time it would fill but not empty. The device was set aside and not used. A second ipp was implanted instead. It was also stated that the malfunctioning device did not come into contact with the patient. The patient was currently in recovering. No more information available at the moment, further information was requested. It was further reported that the surgical procedure was not significantly delayed due to the experience with the pump. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. Pump malfunction was reported. The device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The failure to cycle alleged could not be confirmed. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that while prepping an inflatable penile prosthesis (ipp) to be implanted on the patient, the pump was found to be malfunctioning. The pump would not fill, then after manipulating it for some time it would fill but not empty. The device was set aside and not used. A second ipp was implanted instead. It was also stated that the malfunctioning device did not come into contact with the patient. The patient was currently in recovering. No more information available at the moment, further information was requested. It was further reported that the surgical procedure was not significantly delayed due to the experience with the pump. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.